Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on(B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated he and his wife were eating and after they ate, at around 3:00pm, the patient started to feel bad. The patient stated they felt weak and nauseous, so his wife checked his phone and stated the cgm value was 99mg/dl. They checked the patient¿s blood sugar and the bg meter was reading 62mg/dl. The patient¿s wife drove the patient to his in-law¿s house and was give 16 grams of gummies and 10 grams of fruit juice. At around 5:13pm, the patient began to recover. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined.